Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen will not calibrate. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional information was provided.